Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 410 mg/dl. Customer also reported that insulin pump was not working and got stuck button alarm. Customer stated they did press a button down for 3 minutes or longer and able to clear the alarm after that buttons were working. The insulin pump will not be returned for analysis.